Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited high impedance, failure to sense and failure to capture. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.